Event description:
During a remote follow up, an increased threshold and high pacing impedance were noted on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.